Manufacturer narrative:
The device detailed in this report was returned to heartsine technologies as part of the fsca/recall z-0124-2013 with no allegation of any fault with the device. It was therefore initially assessed as non-reportable however subsequent engineering investigation revealed a fault with the device which would classify the event as reportable. During the investigation the history and memory logs of the device could not be downloaded as the device would not connect to the usb. A test pad-pak was inserted into the device. However the device failed to power on and no status led was visible. The device was then disassembled. On opening the device, excessive damage had been caused by water ingress. The pcba and components were found to be heavily corroded. The device was beyond economical repair.

Event description:
There was no patient involved in this event. The device was returned to heartsine technologies as part of the current fsca/recall, FDA reference z-0124-2013. No fault was reported.